Event description:
Follow up identified the patient¿s scs ipg was replaced with a new one.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg not longer communicates with external devices. Reportedly, the patient had not charged the ipg since the summer of 2016. In addition, the patient last had therapy approximately six months ago. Surgical intervention may be taken to address the issue.